Manufacturer narrative:
This is one event (arrhythmia) of three events reported on the same pt involving two separate products and associated with mdrs # 1225714-2013-1050,1052, 1053, 1054, 1055.

Event description:
The plaintiff's attorney alleged that the decedent experienced irregular heartbeat on (B)(6) 2011, a cardiovascular event on (B)(6) 2011 and subsequently expired on (B)(6) 2011 after the use of the product.